Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
Reported via patient call centerit was reported that the patient experienced a possible cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx closure device was implanted. Approximately three (3) months later, the patient's daughter reported to the watchman patient call center that the patient was admitted to the hospital for a possible stroke. Magnetic resonance imaging (MRI) was going to be completed for further assessment.